Manufacturer narrative:
(B)(4). Additional information: firing trigger lock. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. Upon further inspection the firing trigger lock, was found to be working intermittent. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition the returned device was disassembled to verify the condition of the internal components and the firing trigger lock was found to be damaged. No conclusion could be reached on what may have caused the found damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap bullectomy, the safety lock did not function at the 5th firing. The device was automatically fired for the event when the device was inserted into the patient via a trocar. The cartridge was gold. This event occurred out of the chest cavity. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.